Event description:
The customer reported the system displayed an error code and would not product x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.